Event description:
It was further reported that the radiofrequency programmer head which was returned along with the programmer as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis determined that the radiofrequency programmer head was out of specification on uplink functional tests. The head's cable was replaced to resolve and the programmer head then passed all final functional and systems tests. Concomitant medical products: product ID: 2090, programmer. (B)(4).

Event description:
It was reported that the radiofrequency programmer head which was returned along with the programmer as an associated device subsequently tested out of specification during manufacturer's analysis.